Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported pt charging for 4 hours and ins only increments 25%(more recently, not at all). Pt received "software problem: cannot continue: call medtronic: 1_intellis 2_3.0 3_243 4_qf_port" chronically. Pt rep had equipment with them and mentioned that, since 3 months ago, pt charged implanted neurostimulator(ins) for 4 hours and the ins only incremented 25%. Then, pt started receiving "software problem: cannot continue: call medtronic: 1_intellis 2_3.0 3_243 4_qf_port" two months ago. Pt rep inspected recharger antenna cord, but did not notice any damage. Ins charge was in the red and controller charge was at 100%. During the call, pt had been charging for 15 minutes and ins did not increment. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that for a couple months (probably 2 months) the patient had been having problems with their equipment. The pt would be charging their implanted device at excellent but the implant would not charge, sometimes the implant would charge and sometimes the implant would not charge. The caller stated that they have also received different error messages but they could not remember what the errors were. A controller reset had been preformed but that did not resolve the issue, within the last week they have not been able to charge the implant. Troubleshooting was unable to be performed as the caller was driving so troubleshooting could not be preformed. Caller did not remember the hcp name but the hcp provided the caller with a card to callpatient services.